Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 10-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was failed to lock, and the magnet of the door was not working. A field service engineer found that the refrigerator indicated a locked status; however, it was not physically locking, replaced the magnetic lock assembly and tested the door, confirming proper operation with no issues. The customer also tested the station and confirmed it was functioning satisfactorily. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, refrigerator was failed to lock, and the magnet of the door was not working. Customer tried to reboot but issue persisted. However, there were no delay or adverse events or injuries reported based on this event.